Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 232 mg/dl. The customer reported that the insulin pump squirted insulin during priming, buttons were sticking, scratched screen made it difficult to see pump settings and pump made grinding noise during rewind. The insulin pump will not be returned for analysis.